Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the recanalization procedure for left middle cerebral artery occlusion, the reported solitaire ab stent was used for thrombectomy. Mild resistance was felt during stent delivery. After it was removed from the patient's body, twisting and deformation was observed at the stent detachment point, so the stent was replaced and the procedure was completed. The microcatheter used was rebar 18. All the above devices were adequately flushed and maintained with normal saline. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of ischemic stroke in the left middle cerebral artery. It was noted the patient's vessel tortuosity was minimal. IV tpa was not contraindicated. There was 1 pass with the device. Stroke onset to reperfusion time was 180 minutes. Additional information received. No causes or contributing factors for the event were identified. Resistance was noted in the middle portion of the catheter. A continuous saline flush was administered and maintained as indicated in the IFU. There was no kink or damage observed on the catheter. There was no kink or damage observed on the pushwire of the solitaire. The tip of the solitaire sheath was secured into the hub of the microcatheter.